Event description:
During a pta/stenting treatment procedure, stent delivery difficulties were encountered. The physician used a contralateral approach through a 6f/10 cm pinnacle sheath. While tracking the catheter up the right side, the stent came off the balloon. The stent could not be retrieved, however wire access remained. A new balloon was introduced and the stent was manipulated to an asymptomatic lesion in the right iliac artery and deployed. The physician felt that the bifurcation was too tortuous and further intervention may cause injury to the pt; therefore a new stent was not attempted. Bypass surgery was recommended.